Event description:
Medtronic received information from a literature article regarding the predictive value of computed tomography derived measurements of pulmonary artery diameter for long term outcomes after transcatheter aortic valve replacement (tavr). A total of 266 patients were included in the study population. Tavr was performed with a valve brand from one of the following manufacturers: medtronic (corevalve, evolut r/pro, or engager); boston scientific (acurate neo or lotus edge); or edwards lifesciences (sapien or sapien xt/3). In-hospital adverse events were described as follows: life-threatening/disabling bleeding, major bleeding, any red blood cell transfusion, major vascular complications, myocardial infarction but without coronary artery obstruction requiring intervention, mild para valvular leak, stroke, and new permanent pacemaker implantation. The 30-day and one-year mortality rates were 3.4% (n = 9) and 12.8% (n = 34), respectively. The authors did not present any evidence to suggest that the medtronic valves or their function contributed to the deaths. No additional adverse patient effects or product performance issues were noted.

Manufacturer narrative:
Citation: kalinczuk l, et al. Prognostic value of computed tomography derived measurements of pulmonary artery diameter for long-term outcomes after transcatheter aortic valve replacement. Kardiologia polska. 2022;80(10):1020-1026. Doi: 10.33963/kp.a2022.0173. Earliest date of publication used for date of event. FDA approved medtronic products referenced in the article: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.